Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced skin irritation, bleeding and pain due to non-tandem infusion sets. The customer blood glucose (bg) levels may have been impacted due to this issue; no exact bg values were provided. Tandem technical support advised the customer to contact their healthcare provider regarding the infusion set issues. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the infusion set type in use during these events; however, no additional information regarding this event was provided.